Event description:
This device was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016 due to normal batter depletion. The rv lead that is connected to this device has oversensing and pacing inhibition. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).